Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery, the vitrectome stopped working. Upon checking the cutter, reduced aspiration was observed throughout the entire drain. The surgery was completed the following day after the product was replaced with another one. There was patient contact with the suspect product, and no adverse events occurred on the day of surgery. Additional information was requested but non received till date.